Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2020. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Heartmate ii lvas IFU lists bleeding, infection, and renal dysfunction as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The patient care and management section provides information on controlling infection. No further information was provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with fever, weakness, and confusion. Blood cultures were positive for (B)(6). There were no signs of driveline infection. A transesophageal echocardiogram (tee) was negative for any intravenous cardioverter-defibrillator (ICD) lead vegetation. All other tests were negative per the ventricular assist device (vad) coordinator. It was planned for the patient to receive intravenous daptomycin. It was additionally reported on 22sep2021 that the patient was diagnosed with (B)(6). There was suspicion that the left ventricular assist device was colonized with bacteria. The patient had acute encephalopathy with high fever, which had improved. The patient also had recent melena with acute blood loss anemia. Endoscopy was negative for the source of bleeding. The patient also suffered from chronic renal failure. Creatinine and glomerular filtration rate (gfr) values were borderline for renal dysfunction prior to the patient's second lvad implant on (B)(6) 2020.